Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a fistula surgery on (B)(6) 2018 and suture was used. During the surgery the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences.